Manufacturer narrative:
After further review of additional information received the following sections d9, g3, g7, h2, h3 and h6 have been updated accordingly. (H3) the evaluation noted that revision reported was likely the result of of both an insufficient bond between the femoral component and bone and patient conditions, which led to aseptic (non-infected) femoral loosening. The most probable root cause associated with the reported event of "loosening - femoral" is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.

Manufacturer narrative:
Concomitant devices: truliant posterior stabilized insert size 3.5/12mm (cat# 02-022-35-3512 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 8 months postop the this (B)(6) y/o female patient¿s initial ltka, a revision was completed on a pressfit porous femur. The surgeon thought the femur looked loose and would have to be revised. The pressfit 3.5 femur porous was removed and replaced with a size 3 condylar constrained femur with a 18 x 80 stem. Placed a size 3/17mm ps insert. There were no surgical delays. The patient was last known to be in stable condition following the event. The device will be returned.